Event description:
The customer called in because he was receiving an error 4 message when inserting a strip into the adc meter. The customer then discovered the meter, though in the correct unit of measure, could be changed to mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.